Event description:
During the use of pic linr kit - power pic catheter with sherlock 3cg lot# reeu2327, ref 1275108d the guidewire broke. Per staff report while doing PICC line insertion and using dilator to put PICC line in the wire either broke or got pushed into the arm.